Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon review of auto mode switch electrograms, it was noted that the pulse generator exhibited far-field r-wave oversensing. The patient as brought into the clinic and after performing an autocapture setup test, far-field r-wave oversensing was no longer observed. The patient was in stable condition.